Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Due to dislodgement, the left ventricular lead was explanted and replaced. The patient was stable.